Event description:
It was reported that the device was explanted and replaced on (B)(6) 2023 as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.